Manufacturer narrative:
(B)(4). The patient's medical records were received. A clinical investigation will be completed and a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was transitioning to hemodialysis due to recurrent peritonitis. The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015 due to a urinary tract infection and peritonitis. During follow-up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis and hospitalized on (B)(6) 2015. The patient's peritonitis was attributed to touch contamination. It was also noted the patient's pd catheter was replaced in (B)(6) 2015 due to recurrent (B)(6) also caused by patient contamination.

Manufacturer narrative:
This is one event (peritonitis) of two events reported for the same patient involving two separate incidents.

Manufacturer narrative:
Medical records reviewed. Patient had a peritoneal dialysis culture that showed staphylococcus epidermidis on (B)(6) 2015. According to the peritoneal dialysis registered nurse (pdrn), the patient was hospitalized and treated with vancomycin. Medical records do not mention this. According to the pdrn, the patient had a second hospitalization on (B)(6) 2015 for peritonitis and a urinary tract infection. Medical records do not mention this event, either. The pdrn stated the patient had been completing her treatment on the liberty cycler leading up to both of her peritonitis events. The pdrn stated after the patient's last peritonitis, the doctor decided to place the patient on hemodialysis moving forward. The pdrn stated that the peritonitis is touch contamination and the organism staphylococcus epidermidis would strongly suggest that. Pdrn also mentioned that the patient had her peritoneal dialysis catheter replaced in (B)(6) 2015 due to recurrent staphylococcus aureus, also caused by patient contamination.medical records do not contain hospital records or dialysis records including (B)(6) 2015 culture reports, any progress notes from hospitalization, medication or treatment records, discharge summaries from either hospitalization or history and physical for review. Additional information has been requested. Without additional information, it is not possible to determine that these are two different events but instead it is likely one event that never resolved. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and the diagnosis of peritonitis. There is no documentation in the medical record that indicates a causal relationship between the patient's peritoneal dialysis solutions and the diagnosis of peritonitis. Cycler was not replaced under this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification